Event description:
During a trochanteric fixation nail (tfn) procedure on (B)(6) 2013, the head of the helical blade coupling screw broke off as the surgeon was impacting the helical blade into position in the femoral head. When he tried to disassemble the coupling screw from the helical blade, the helical blade inserter broke after repeated malleting. The helical blade inserter assembly could only be removed by counter rotation and wiggling, which resulted in the threaded tip of the coupling screw breaking off inside the helical blade. It is not known if the threaded tip remains implanted or was retrieved. There was a 15 minute delay in the procedure to remove all the instruments. The nail and helical blade remain implanted. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed a rework was found on p/n 357.372.1 lot #7007189. The rework is for residue on the inside diameter of the shafts. The parts were cleaned and inspected after rework and accepted. This rework in not relevant to this complaint condition because it is for a visual issue on the shaft. The device is checked visually and functionally 100% at manufacture and passed. No issues were found during manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was conducted. One helical blade inserter was returned for evaluation. There is damage and deformation on the alignment indicator and shaft. The alignment indicator has more damage and the pin inside of it is severely deformed. The deformation of the pin in the alignment indicator is the cause for the l1 feature to fail this evaluation. The deformation also prevents the alignment indicator to assemble onto the shaft. The alignment indicator is assembled onto the shaft at manufacture. The damage observed at this evaluation occurred post manufacture. This instrument is checked visually, dimensionally and functionally 100% at manufacture and passed.